Event description:
Consumer's wife alleges her husband was navigating an asphalt incline on his scooter, when the scooter allegedly stopped abruptly and allegedly went into reverse on its own. Consumer allegedly tried to steer the scooter as to not hit anyone behind him when the scooter allegedly tipped over on top of him.

Manufacturer narrative:
The alleged condition could not be duplicated.

Manufacturer narrative:
The device has not yet been made available for evaluation at this time. Should further information become available, a follow-up report will be issued.

Event description:
Consumer's wife alleges her husband was navigating an asphalt incline on his scooter, when the scooter allegedly stopped abruptly and allegedly went into reverse on its own. Consumer allegedly tried to steer the scooter as to not hit anyone behind him when the scooter allegedly tipped over on top of him.